Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had physical damage to the insulin pump. Customer reported there was a chipped piece present where the belt clip was inserted. The customer also reported observing a piece of the insulin pump falling off. Customer also reported receiving a bad battery alert when they inserted a new battery. It was also found the insulin pump's screen would go blank when a new battery was inserted. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.